Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Technical services (ts) reviewed the event and identified oversensing of noise in the right ventricular (rv) channel, which resulted in pacing inhibition and an asystole exceeding two seconds. While the source of the noise was not definitively determined, lead-to-lead interaction and electromagnetic interference were considered potential causes. Ts recommended device replacement and evaluation of the leads during the surgery. No adverse patient effects were reported. This crt-p remains in service.